Event description:
Hospital recently purchased a lead apron from burlington medical supply. Facility has discovered that this lead apron is emitting 0.25 mr/hr of radiation. Facility has contacted the company and they are not recalling any aprons at this time. They were unable to provide any info for disposition or return of the apron. Facility would appreciate any information as to the disposition of this contaminated apron.